Event description:
The patient contacted animas alleging that the subject pump continued to self-reboot. The patient reported that the alleged issue began a couple of days prior to contacting animas. The patient stated she noticed issue promptly and went onto her hcp recommended backup plan. The patient denied developing a blood glucose deviation as a result of the alleged issue. At the time of troubleshooting, the patient reported that she replaced the pump's battery; however, issue not resolved. The patient confirmed the pump's battery cap was secure and the yellow o-ring was not visible. The patient claimed the battery cap was replaced within last 6 months, per owner's booklet recommendation. The patient denied any damage to battery cap or battery compartment. There was no reported patient impact associated with this complaint; however, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.